Manufacturer narrative:
The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on (B)(6) 2007. It has exceeded its expected service life of 5 years and is 11 years old. The device has not been serviced for preventive maintenance since its date of manufacture. As part of routine service during preventive maintenance, the platform was evaluated and found physical damage on the platform cover. The platform was functionally tested and during initial power up, the platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. A load characterization check was performed and confirmed that the load cell needed replacement. The ua 7 error message was resolved after replacement of the load cell. Following this, the physically damaged part was replaced, and the device was further tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during initial power up, displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message.